Manufacturer narrative:
This report is submitted on may 08 2020.

Event description:
Per the clinic, the patient experienced head trauma and experienced swelling at the implant site and pain with stimulation. The patient subsequently was hospitalised (date and duration not reported).